Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2015; 5076-52 lead, implanted: (B)(6) 2015. The device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was premature battery depletion and the device was at rrt (recommended replacement time). High left ventricular (lv) threshold was also noted. The device was explanted and replaced, and the lv lead remains in use. No patient complications have been reported as a result of this event.